Event description:
The pt was cooled to 28 degrees during cardiopulmonary bypass. During rewarming, the perfusionist was unable to raise the arterial blood temperature above 35.5 degrees c after 88 minutes. The patient's body temperature was below 37 degrees c when he was removed from cardiopulmonary bypass. The patient's recovery was uneventful.

Manufacturer narrative:
The item purchased by the customer is a custom perfusion pack containing a blood oxygenator also manufactured by cobe cardiovascular. The issue reported was with the blood oxygenator inside the pack. The catalog #, and expiration are for the custom perfusion pack. The serial number is from the oxygenator itself. Laboratory analysis of the oxygenator's heat exchanger revealed it was partially occluded with the brazing material used to weld components of the heat exchanger together. This reduced the available surface area for heat transfer causing reduced heat exchanger efficiency. Process corrections have been made at the supplier of the heat exchanger and inspections added both at the supplier and cobe cardiovascular. Based on investigation of the cause of this incident, a formal field notification was issued to all affected customers.